Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 1:00 pm at home. Caller stated that he tested the end-users blood glucose and received a result of 300 mg/dl. Her normal results for that time of day are around 140 mg/dl. Bout 30 minutes after testing the end-user appeared to be unresponsive and would not respond when spoken to. Caller then called the paramedics. While waiting for paramedics no food or medication were taken. Paramedics arrived within 3 minutes and tested the end-users blood glucose with their meter and got a result of 44 mg/dl. The end-user was given an IV with glucose solution. She was not transported to the hospital. Prior to the paramedics leaving her blood glucose was 168 mg/dl. She was advised to follow up with her doctor. No additional information was provided.